Manufacturer narrative:
Although the evaluation of the submitted system controller log files confirmed the report of pump stoppages and low speed events, a specific cause for the events could not be conclusively determined through this evaluation. In addition, a direct correlation with the left ventricular assist system (lvas) could not be conclusively established. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the morning of (B)(6) 2017 the patient¿s lvad system encountered low flow and low speed alarms. Interrogation found that all alarms were brief pump stop alarms. The patient was admitted to the coronary care unit (ccu). Technical services reviewed the submitted log files which revealed that the pump stops all occurred while on battery support. Percutaneous lead (driveline) x-rays were also submitted. Per technical services, the x-rays revealed an area of concerning on the internal portion of the driveline. The driveline appeared to have a reduction in the overall diameter along with a bend. On (B)(6) 2017, the patient underwent pump exchange.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2017, a pump stoppage occurred. The patient was asymptomatic. Another pump stoppage occurred on (B)(6) 2017. The patient was asymptomatic. It was reported that there had been trauma to the driveline or driveline skin exit site. The patient¿s weight had been stable at (B)(6). There was no specific position that lead to the pump off events. Review of the submitted log files by technical services confirmed the pump stoppages. X-rays were obtained. Reportedly, there did not appear to be any obvious damage to the driveline, there was one most suspect area. Per technical services, the submitted x-rays revealed an internal area of the driveline that appeared to be thinner than the rest of the driveline. When supine this same thinning area appeared to be captured in a twisting of the driveline. A system controller exchange was performed on (B)(6) 2017. Per technical services, the log file from the new system controller did not reveal any unusual events.